Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor couldn't start since the signal wasn't found. After removing the sensor it was noticed that the cannula was missing. Caller did not believe that the cannula was still in the body and declined medical follow-up. Sensor would not be returned for analysis.